Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient has not been seen since a follow-up appointment on (B)(6) 2011. The patient did not experience pain or any leaking. No patient complications were reported. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.